Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing, the device has stored episodes of asystole, even though the clinician was able to see ventricular sensed complexes. The device was reprogrammed and the patient would be monitored with routine follow ups and did not experience any symptoms.